Event description:
The facility representative reported a flogard infusion pump that is "not working". Upon further investigation, the quality engineer confirmed the reported condition as failure code 94. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Device evaluation: the reported problem of "not working" was confirmed during evaluation as failure code 94. The assignable cause was identified as a defective main battery. The main battery was replaced to correct the reported condition. Should additional information become available, a follow-up MDR will be submitted.